Manufacturer narrative:
A user facility reported, "baby temperature is reading hypothermic and it is getting the babies too hot" a sample was requested to be returned to deroyal industries but was not able to be returned. Deroyal reviewed failure modes and effects analysis (fmea) and corrective action and preventive action and found no issues. An inventory check was performed on 125 probes and no issues were found. (B)(4). Root cause: because no sample was returned and it was not possible to perform an inspection of the lot involved, a root cause could not be determined. Corrective and preventive actions: no actions were taken as the root cause could not be identified. Deroyal will continue to monitor for trends surrounding this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "baby temperature is reading hypothermic and it is getting the babies too hot."